Manufacturer narrative:
Batch review performed on 22 august 2017. Lot 141017: (B)(4) items manufactured and released on 10 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of instability. The cause of the instability was ligaments stretching over time. The surgeon resurfaced the patella and swapped the poly. The poly exchange was a 10mm to a 14mm. The surgery was completed successfully. X-rays and explants are not available.